Event description:
As reported, the surgiphor bottles cracked during deployment of solution (device #1, device #2 and device #3). No health consequences were reported.

Manufacturer narrative:
It was reported that the bottles cracked during use. No health consequences were reported. This MDR represents surgiphor bottle (device #1). An additional MDR was submitted to represent surgiphor bottle (device #2) and (device #3). Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
It was reported that the bottles cracked during use. No health consequences were reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: h11: this supplemental MDR is submitted to document the results of investigation performed to analyze the root cause. Based on the information available and without having the photos or sample to evaluate, no conclusions can be made. A device history record review found no non-conformances associated with this issue during production of the reported batch. Additionally, retain samples were inspected and found no visible abnormalities or signs of the reported cracking on the bottle. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. This supplemental MDR represents surgiphor bottle (device #1). Additional supplemental mdrs were submitted to represent surgiphor bottle (device #2) and (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the surgiphor bottles cracked during deployment of solution (device #1, device #2 and device #3). No health consequences were reported.